Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported the patient had old device was taken out because patient had a car accident on (B)(6) 2018. Prior to this, a few months before the accident, rep had checked the battery and had said there were enough battery to last until next year, but then a few months after the accident (2018) they checked it and they found that battery needed to be replaced. No further complication and no symptoms were reported.